Event description:
The nurse reported a system message displayed during set up. Three cases were cancelled. None of the patients were prepped for surgery or had any anesthesia. The system started working around noon and half of the surgery day was completed. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system but could not duplicate the system message reported. A different system message was noted in the system event log. The fluidic spacers were replaced to correct the second system message. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. This report was mailed to FDA on : 12/12/2008.